Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found error e315 no image, due to fluid invasion at the body control unit and scope connector, dunk test failed/unable to tape the leak, the distal end plastic cover was chipped and scratched, the bending section cover was scratched and the advanced diagnostics was removed, the bending section cover glue was chipped and lifting, the objective lens had peeling glue, the light guide lens was scratched, the instrument channel was leaking due to scrape marks and a kink inside, the electrical continuity test failed and the charged coupled device shrink tube was split, the insertion tube had scratches, multiple dents, and a failed ring gauge, the control body advanced diagnostics had moisture, the scope connector had fluid and corrosion inside, and labels were peeling off. The investigation is ongoing and follow up with the user facility was performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was observed that during the device evaluation, the bronchovideoscope exhibited error e315 no image. There were no reports of patient involvement. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The evaluation found that the allegation of error e315 (no image) was confirmed. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issues was identified. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that incompatible scope error (e315 no image) was due to electrical continuity failure due to water invasion of scope connector. The event can be prevented by following the instructions for use which state: warnings and cautions: caution. Turn the video system on only when the endoscope is connected to the video system center. In particular confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. Precautions for disappeared or frozen endoscopic image: warning. Follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly or the froze image may not be restored during the examination. 3.8 inspection of the endoscopic system inspections of the endoscopic image: confirm that the wli and nbi endoscopic images are normal. 5.1 troubleshooting if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2, ¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity¿. Olympus will continue to monitor field performance for this device.

Event description:
The issue was identified prior to procedure and in plenty of time to make necessary substitutions. The case never started, and the patient had never entered the room.